Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, excision of graft portion date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon and vaginal mucosal reapproximation surgeon is: (B)(6). The surgeon for the revision procedure is: (B)(6). The assistant surgeon for the revision procedure is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an anterior vaginal repair, tension free-vaginal tape, and cystoscopy procedures performed on (B)(6) 2015 to treat a patient with stress urinary incontinence and cystocele. On an unspecified date, the patient developed a small area of vaginal mesh exposure. She underwent vaginal mucosal reapproximation over the mesh in the office with a suture and used premarin cream. Despite these actions, the mesh continued to be exposed. On (B)(6) 2015, the patient underwent vaginal mesh revision procedure for the preoperative diagnosis of a 5 x 5 mm suburethral mesh exposure. The patient was taken to the operating room and was administered general anesthesia. An uncomplicated cholecystectomy procedure was first performed. Post preparation, the bladder was drained and the area of the exposed mesh was grasped with the pick ups and excised using a pair of metzembum scissors. The suburethral exposure area was palpated and all exposed mesh was then noted to be removed which was an approximated 5 x 5 mm segment. The vaginal mucosal skin edges were then reapproximated using a 3-0 vicryl in a running fashion. The area prior to being closed was irrigated with 200 cc of normal saline. The patient tolerated the procedure well and was taken to the post operative recovery area in stable condition. On (B)(6) 2018, the patient underwent an excision of graft (mesh) portion and anterior repair procedures for the preoperative diagnoses of erosion of graft and cystourethrocele. A visible tumor was elevated off the cystourethrocele and it was dissected away from the bladder. This area had been infiltrated with marcaine with epinephrine. The graft was incised and a portion over the urethrovesical neck that was revealed was dissected and the graft was removed. Kelly sutures of 2-0 vicryl were used to reduce the urethrocele and lower cystocele. Excess vaginal epithelium was trimmed and the vagina was closed with 2-0 chromic and 3-0 chromic. A foley catheter was placed. The patient was taken to the recovery room in satisfactory condition. The patient was discharged stable with a foley catheter attached. Keflex and oral ketoralac or toradol were prescribe for home medication. The patient was advised to rest and to have her foley catheter removed four days post procedure when the patient was also expected for her follow up.